Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump involved in the reported complaint was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not present during investigation. Volumetrics of 7.5ml/hr and 19.52ml (dl: insulin; dose rate (B)(4)) tested in spec at 19.47ml or 99% of expected volume. Log review shows on 3/29/2023 and 9:48am an infusion start of 7.5ml/hr and 100ml (dl: insulin; dose rate (B)(4)). At 12:25pm infusion was stopped with a volume infused to 19.52ml. No further infusions took place. Note: customer declined repair. Device returned in unrepaired condition.

Event description:
As reported by the user facility: customer call in to report the following: patient was infused with insulin 100ml bag. Infusion started at 9:45 am they found it empty at 12:45pm. The set rate at 7.5 per hr - in 3 hrs it should have been 2.5 per hr. Patient is okay. Injury - no.

Manufacturer narrative:
Investigation results: the reported issue was not present during investigation. Volumetrics of 7.5ml/hr and 19.52ml (dl: insulin; dose rate 7.5 iu/hr) tested in spec at 19.47ml or 99% of expected volume. Perform preventive maintenance service. Log review shows on (B)(6) 2023 and 9:48am an infusion start of 7.5ml/hr and 100ml (dl: insulin; dose rate 7.5 iu/hr). At 12:25pm infusion was stopped with a volume infused to 19.52ml. No further infusions took place.